Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 400 mg/dl at its highest. A correction bolus was delivered via the pump and a manual injection was administered to address the bg level. A system check was performed and the pump performed as intended indicating that the cause of the occlusion alarms was related to the non-tandem infusion set site. The customer declined to remove their infusion set site to inspect the cannula for any damage.